Event description:
On january 10, 2007 the lay user/patient contacted lifescan alleging that his one touch ultra does not turn on. The patient tests once a day and takes oral medications for diabetes. He takes a set amount of glucovance and glucotrol and takes 1 pill of glucophage if his blood glucose levels are over 130 mg/dl. He stated that his blood glucose had been running "over 130 mg/dl" for an unspecified time, so when the power issue started in 2007, he assumed that his blood glucose levels were "over 130 mg/dl." He took a glucophage pill two days straight. Around 3-4 pm on the first day, he felt like he had low blood glucose with symptoms of trembling and feeling weak. He was unable to test on his meter while experiencing the symptoms due to the power issue. He administered self-treatment with food and felt better afterwards. No additional medical attention was reported. This complaint is being reported because the patient was unable to test on his meter for approximately 2 days. He took his oral mediations based on an "assumed" blood glucose levels and developed what he felt were low blood glucose symptoms. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.